Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 had failed and were not detected on the bus. The field service engineer (fse) identified the issue as failed drawer boards along with a faulty pyxibus module controller. The defective boards were replaced, and testing was resumed. No further issues were observed. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were not detected on the bus, and none of the cubies were detected on the bus either. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.